Event description:
It was reported that during a laparoscopic bilaterial inguinal hernia procedure, the device was misfiring. When firing the device the clips were in the tissue but not flush to the tissue. They were not penerating the tissue completely. The device would fire one clip and then jam. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.